Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable fully intact. The white tunneling adapter was returned attached to the pump cable in-line connector. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned unattached. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formation. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The cuff lock was overlaid on a 1:1 scale drawing, and there did not appear to be any abnormalities. Dimensional analysis of the cuff lock, sealing ring, apical cuff gland ring, and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled for testing. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Engagement testing was performed using the returned apical cuff. The cuff lock moved easily and was able to be fully engaged. The apical cuff rotated normally while the cuff lock was fully engaged. Review of the manufacturing documentation found no deviations during installation, testing, and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing, and inspection of the cuff lock during pump assembly. Additionally, review of the device history records for the apical cuff lot number 10543476 showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5, ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a calcified apex, multiple attempts were made to attach the pump to the sewing cuff however every attempt was met with bleeding around the cuff and the pump. The pump was removed multiple times. The sewing cuff was reinforced every way surgically possible without resolution. The cuff was finally removed, with the thought that perhaps the calcified areas were causing bleeding. Complete hemostasis noted when the pump was not attached but once the pump was attached bleeding in several areas was noted. The pump was finally exchanged after 3 hours on cardiopulmonary bypass. The second pump immediately provided a seal with the apical cuff. It was noted that it was very difficult to tell where the bleeding was coming from, the surgeon sewed on the apical cuff then cored and there was a huge area of calcification. The surgeon had to pick at it for a long time. As noted previously once the pump was attached there was tons of bleeding around the pump and cuff. Initially it was thought to be due to the calcification removal, that the ventriculotomy was too large and was causing the leak. After tons of felt and sutures, the surgeon ended up redoing the sewing ring. The same issue was still present, the sewing ring was totally hemostatic. The second pump immediately stopped the issue. It was noted that the patient was doing well.